Manufacturer narrative:
Customer reported a pyxis anesthesia es system drawer failed. No patient or user harm was reported. The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient. Complaint file captured in (B)(4). Field service technician removed tape in back of drawer causing drawer to bind. After removal they were able to test the failed drawer and was now working properly.

Event description:
Customer reported a pyxis anesthesia es system drawer failed. No patient or user harm was reported. The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient.